Manufacturer narrative:
A review of post market surveillance data relating to this reported issue was conducted and no trends were observed. No sample received and no lot number provided. Without the sample or lot number hollister is unable to perform a full investigation regarding the report upper lip injury. This will continue to be monitored in hollister's post marketed complaint system and actions will be taken if/when indicated. Unknown if there was facial edema or fluid shifting during the anchor fast usage. Hollister sales rep will work with the account to provide additional inservicing .

Event description:
It was reported that on (B)(6) 2018, the rn was assisting the respiratory therapist to change the anchor fast oral endotracheal tube fastener. Upon removal of the fastener, it was noted that the patient had skin broken down above the patient's upper lip. Per respiratory, the tube holder had been changed every four days. The patient was seen by plastic surgery on (B)(6) 2018. He noted the patient had a full thickness injury to the upper lip and recommended revision of same. The patient had debridement and repair of ulceration to the upper lip done on (B)(6) 2018. Topical antibiotic ointment was ordered for the site post procedure. The patient had been admitted to the facility after a motorcycle crash with multiple injuries. He has had a tracheostomy placed on (B)(6) 2018. The patient remains hospitalized at the time of this report.